Event description:
It was reported that the patient stopped charging their scs ipg several years ago (date unknown) despite recommended charging practices. In turn, the scs ipg became inoperable. The patient underwent surgical intervention (B)(6) 2019 wherein the scs ipg was explanted and replaced. The issue has since reportedly been resolved as stimulation was restored postoperatively.